Manufacturer narrative:
This pacemaker remains in service, so therefore will not be returned to boston scientific for laboratory analysis. At this time, there is no additional information. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this pacemaker had 1.5 years of longevity, and the gauge still showed the device to be in beginning of life (bol). No adverse patient effects, or symptom was reported. This patient is pacemaker dependent.